Event description:
It was reported that, "smart toe implants were implanted, but distal end of implant did not open and compress. Ultimately, surgeon was unable to use implants. Opted to use k-wire in lieu of smart toe implant."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.